Manufacturer narrative:
H6: investigation findings - 4251 - undesirable presence of endogenous materials. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed through the evaluation of the submitted images. A specific cause for the outflow graft obstruction could not be conclusively determined through this evaluation. Review of the submitted log files confirmed a pump stop event. According to the account, the pump stop was due to a wire that was ingested through the outflow port of the pump housing during an outflow graft stenting procedure. A specific cause for the reported sepsis could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported worsening heart failure and hypovolemia could not be conclusively established. The controller event log files contained overlapping events from 05sep2023 through 08sep2023. A pump stop event was observed 08sep2023 which was associated with elevations in motor power. The pump stop lasted approximately 27 seconds, following which, the pump resumed operation, the alarms resolved, and motor power values trended back towards the patient's baseline. The remainder of the file captured additional elevations in motor power and estimated flow. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 1 of the IFU provides an explanation of all pump parameters. This section states that pump power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with indications of sepsis, covid-19 infection, and worsening heart failure. Upon initial lvad (left ventricular assist device) interrogation it was noted that the patient was likely hypovolemic due to poor per os intake. However, upon further workup the care providers noticed a significant change in patient condition/labs, lvad interrogation changed drastically from volatile to unusually stable, and computed tomography angiography (cta) showed outflow graft (ofg) obstruction likely caused by external compression. This patient does have gore-tex surrounding their outflow graft. The patient improved slightly, but labs were still significant for blood urea nitrogen (bun), creatinine, brain natriuretic peptide (bnp), and white blood cells (wbc). A review of the log file revealed no unusual events recorded in the log file event history. The ofg external compression did not appear to interfere with pump flow. While the patient was undergoing outflow graft stenting on (B)(6) 2023 due to an external ofg obstruction (eogo), the tip of a wire was ingested through the outflow port of the pump housing, causing the pump to ramp up in power, temporarily stop, and restart once the wire had been severed by the impeller. Pump powers remained elevated following this gradual trend towards the baseline. During this event, the internal battery of the power module (pm) failed and resulted in alarms from the pm. The patient continued receiving power through the pm during this. The patient was switched to battery until a new pm was available for use. The patient was symptomatic during the period of the pump stop alarm but reported no issues once the pump had returned to set speed. Once the patient was stabilized, the decision was made to continue with ballooning and then stenting. During the first balloon, the wire fragment was ejected from the pump housing. Power and flow continued to trend towards the baseline, although both stopped around 6-6.5lpm and 5-6watts respectively. As the full length of the obstructions were ballooned, the flows trended up to 7-7.5 without an increase in pump power. There were no further alarms or concerns. The care providers felt a reduction in obstruction allowed for more efficient flow, such that the 6300rpm set speed was over-pumping. Ongoing care involved the optimization of set speed. A review of the log files revealed a pump stop on (B)(6) 2023 between 1315 and 1316. During the pump-off time, the power ranged from 5.5 to 36.1 watts. Pump temperatures remain in normal ranges throughout the log file. The event file captured several lvad fault flags which would be expected in a case like this one. These eventually all cleared up as the pump parameters returned to normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.